Event description:
The customer reported a skin irritation from his sensor. Customer's blood glucose was 155 mg/dl. He stated that his skin irritation was showing signs of infection. He reported that his skin was red, swollen, and had discharge. Troubleshooting found the customer was following proper protocol for inserting sensors. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.